Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). The patient's inr results have been erratic lately as the patient has been unwell. A sample from the patient was tested on the meter, resulting with a value of 7.3 inr. 6 hours later, a sample from the patient was tested in the laboratory using the thromborel s (human tissue thromboplastin; placenta) method, resulting as 4.7 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. On (B)(6) 2018, the patient had a result of 6.9 inr. The patient was told to skip their evening warfarin dose based on this result. On (B)(6) 2018, the patient had a result of 3.6 inr. The customer does not run controls on the meter. Retention test strips (314043) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.